Event description:
A patient reported experiencing inaccurate erratic results with a tone touch basic meter. The patient's blood glucose results were 3.0 mmol, 8.9 mmol. Tests were done within 20 minutes with a difference of 87%. Patient did not experience any adverse events. No further information has been reported.